Manufacturer narrative:
Correction: the narrative of the previous report has been updated to correct a spelling mistake. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient noticed that the pump site was hot/warm and the patient did not know if the issue just started when he noticed it on (B)(6) 2018 or if he had missed it before. The problem was not related to MRI. It was noted that the patient had not been around anything warm or hadany recent procedures. The patient had the symptom of warm. No further complication was reported. Additional information received from the healthcare provider (hcp) indicated that the pump site was warm because the patient experienced topical infection and was provided with antibiotics(kefler 500 mg oral twice a day for 5 days). Although it was noted that the warm at pump site was first noticed on (B)(6) 2018 by the hcp, the patient reported the event started either on or before (B)(6) 2018. No further complication was reported. Additional information was received from a hcp. The patient weight was updated. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from sales. It was reported that the patient's medical history included spinal cord injury at level and chronic pain in the left buttock and left foot. As of (B)(6) 2018, the patient was being treated with intrathecal baclofen( 500 g/ml, 400 g/day). On (B)(6) 2018, the patient was seen for an exam, and minimal redness of the suture area was noted over the pump with no drainage. The skin was mildly warm to touch. On (B)(6) 2018, the redness decreased and the skin was still slightly warm. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity. It was reported that the patient noticed that the pump site was hot/warm and the patient did not know if the issue just started when he noticed it on (B)(6) 2018 or if he had missed it before. The problem was not related to MRI. It was noted that the patient had not been around anything warm or had any recent procedures. The patient had the symptom of warm. No further complication was reported. Additional information received from the healthcare provider (hcp) on (B)(6) 2018 indicated that the pump site was warm because the patient experienced tropical infection and was provided antibiotics( kefler 500 mg oral twice a day for 5 days). Although it was noted that the warm at pump site was first noticed on (B)(6) 2018 by the hcp, the patient reported the event started either on or prior to (B)(6) 2018. No further complication was reported.